Event description:
Rn was assisting advanced practice registered nurse (aprn) with a scalp laceration closure using a 5-shot stapler. The aprn was planning on administering 2 staples to close the wound. Aprn administered one staple and it went in without any complications. Aprn administered the second staple and noticed the staple did not go in completely and appeared to be crooked. Aprn at that time decided to remove the second staple. Two different staple removers would not pry up the staple. Initial staple was then removed to gain access to second staple. The physician assisted with the removal of the staple using wire cutter forceps. The staple was removed in pieces. Laceration was then again irrigated where another staple was placed. Patient tolerated the procedure.